Event description:
Based on a review of medical records provided by the pt's attorney: ni/ni/ni - kugel hernia patch implanted. On (B)(6) 2003 - repair of recurrent right inguinal hernia adjacent to previously placed mesh with a perfix plug, diagnostic laparoscopy with lysis of peritoneal adhesions, repair of recurrent incisional ventral hernia 1 inch below umbilicus with sutures, preperitoneal kugel mesh repair of left femoral and left inguinal hernia. On (B)(6) 2004 - exploratory laparotomy, repair of spigelian hernia with two composix kugel meshes, which were sutured together. The previously implanted meshes on the left and right were noted to be well placed. On (B)(6) 2007 - exploratory laparotomy, adhesionlysis, removal of kugel hernia patch implanted prior to (B)(6) 2003 procedure and two composix kugel meshes implanted on (B)(6) 2004. Operative report notes there were "additional wads of composite mesh overlying both external iliac vessels and just deep to the groin on both sides", referring to the meshes implanted on (B)(6) 2003. Those meshes were left in place.

Manufacturer narrative:
The pt's attorney initially reported two composix kugel meshes were implanted, which was filed with the FDA when davol was originally made aware of the implant. However, medical records were later received that identified additional meshes. Based on the medical records provided, the pt underwent implant of a kugel hernia patch to repair a left inguinal and left femoral hernia, and a perfix plug to repair a right inguinal hernia on (B)(6) 2003. The operative report from that procedure indicated that the pt had undergone multiple previous procedures for hernia repairs and pain problems associated with adhesions. The pt had a kugel patch implanted prior to this procedure and two composix kugel meshes implanted after this procedure. During the implant procedures for the composix kugel meshes, the meshes implanted on (B)(6) 2003 were identified and left in place. These meshes were said to have been well-applied to the abdominal wall. During the explant procedure for the composix kugel meshes. It was noted that there were "additional wads of composix mesh overlying both external iliac vessels and just deep to the groin on both sides," referring to the meshes implanted on (B)(6) 2003. These meshes were not removed and were not received to be responsible for the pt's pain symptoms. A manufacturing review was performed and did not find evidence of a manufacturing related cause for the reported event. Additionally, the mesh remains implanted, therefore no device eval could performed. If additional info is received, a followup MDR will be submitted. Refer to MDR 1213643-2012-00111 for info regarding the kugel hernia patch implanted prior to the (B)(6) 2003 procedure. Refer to MDR 1213643-2012-00110 for info regarding the perfix plug implanted on (B)(6) 2003. Refer to mdrs 1213643-2012-00112 and 1213643-2012-00113 for info regarding the composix kugel meshes implanted on (B)(6) 2004.